Event description:
The patient underwent an ipg replacement procedure due to difficulty charging the ipg. The patient is doing well following the revision.

Event description:
The patient underwent an ipg replacement procedure due to difficulty charging the ipg. The patient is doing well following the revision.

Manufacturer narrative:
The explanted ipg passed visual, photographic imaging, electrical and performance tests done. The device exhibits normal device characteristics. Charge profile revealed various times of erratic coupling/poor alignment of the charger to the ipg. The charge current sometimes reached the maximum, and indicates good alignment, but this optimal alignment was not consistent. The reason for the erratic coupling is unknown. Battery profile revealed a maximum depletion rate within the expected range. Device exhibits normal charging and discharging characteristics.